Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information.

Event description:
It was reported that an alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed relevant tests. Functional test which failed due to serial number verification. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to no data was found within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification occurred. The sensor was inserted into the skin. On 09/20/2024, it was reported by the spouse that the patient intermittently missed alerts from the receiver when the cgm readings reached or went past the alert thresholds. This occurred with both low and high alerts. Per documentation the receiver "turns itself off like where it doesn't know it's on the danger zone." The day of the event, the patient experienced syncope because the receiver did not alert. The spouse called an ambulance. The bg by ems was 20 mg/dl. According to the report, when paramedics looked at the receiver, they couldn't get it do anything. It was reportedly not reading and it didn't alert. The hypoglycemia reversal method was not documented. The complaint notes no medication was given; however, severe hypoglycemia of 20 mg/dl would require reversal. The patient was noted to be in good condition at the time of the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the skin. On 09/20/2024, it was reported by the spouse that the patient intermittently missed alerts from the receiver when the cgm readings reached or went past the alert thresholds. This occurred with both low and high alerts. Per documentation the receiver "turns itself off like where it doesn't know it's on the danger zone." The day of the event, the patient experienced syncope because the receiver did not alert. The spouse called an ambulance. The bg by ems was 20 mg/dl. According to the report, when paramedics looked at the receiver, they couldn't get it do anything. It was reportedly not reading and it didn't alert. The hypoglycemia reversal method was not documented. The complaint notes no medication was given; however, severe hypoglycemia of 20 mg/dl would require reversal. The patient was noted to be in good condition at the time of the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.